Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: pnma01411a004, serial# unknown, product type: recharger. Product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the recharging belt has been broken since 2018. The patient also reported that the desktop charger (dtc) connector pin broke about 4-5 days ago so the ins was dead and they have been in pain since then. A replacement dtc was sent. No patient complications were reported as a result of this event.